Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 07/16/2013. Device evaluation: on testing, the pump powered on with a fully functional display screen; no evidence of fading or discoloration. The pump was opened for investigation and did not reveal any evidence of moisture or contamination inside the pump. Investigation was unable to duplicate the complaint.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank. The reporter confirmed no power loss had occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.